Manufacturer narrative:
No sample was returned, therefore unable to confirm this complaint. No information reasonably suggests a patient was harmed. In a retrospective review , since the bubbles are formed by the cutter during the surgery which can lead to microbial infection, this complaint is concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. All available information has been provided. This complaint has now been closed.

Event description:
A report has been received reporting air bubbles. There is no further information. No sample available.